Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while in the hospital for an unrelated surgery the patients blood glucose level had rose to over 400 mg/dl. The patients pod was removed and the cannula was found to be bent. As treatment, the patient had 1 unit of manual insulin delivered. The pod will not be returned as it has been discarded.